Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 21028367, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.